Manufacturer narrative:
This report is submitted (B)(6) 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to a breakdown of the skinflap over the receiver stimulator. The electrode array was left insitu in order to preserve the cochlea for future implantation.